Event description:
In this event it is reported that a profile vortex blue 06/25 25mm file broke during use. The broken part was not retrieved and was incorporated into the fill. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation DHR nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Product discarded, nothing to return.